Event description:
The customer contact reported that the patient received more medication than intended. The patient was being treated in the intermediate care unit for a diagnosis of paroxysmal supra-ventricular tachycardia, coronary artery disease and hypertension. On (B) (6) 2009 at 2345, the device was programmed in the dose calculation mode to deliver heparin 25,000 units/250ml, with a dose of 1000 units/hr, and a vtbi (volume to be infused) of 200ml, at a calculated rate of 10ml/hr and the delivery was started. On (B) (6) 2009 at 0230, the device sounded an unspecified alarm. At this time, the nurse noted the heparin container was empty. The physician was notified and ordered a ptt (partial thromboplastin time) level be drawn. The result was reported as >200 seconds. The heparin therapy was discontinued. No further treatment was required. The device was removed from clinical service. At 2305, the heparin therapy was resumed using a replacement device. The patient was discharged on (B) (6) 2009. Although requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.